Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Mayfield infinity skull clamp (a1114) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient was positioned prone for a posterior cervical decompression and fusion and skull pins were inserted and patient's head was positioned in the mayfield infinity skull clamp (a1114). When the patient's head was released, the head slipped causing lacerations. It was indicated that the torque screw was not maintaining pressure. The surgeon taped the device to get the screw to hold tension and proceeded with the case. The surgery was delayed for 30 minutes. Additional information received indicates that the surgeon turned the knob to apply 60 pounds pressure and immediately noticed pressure coming back down. The surgeon had to tape the knob used to turn the pressure up. Patient had small lacerations to the side where the pressure was lost. The incident happened at the beginning of the case. There was no adverse consequences to the patient from the 30 minutes delay. Patient's current condition is unknown.